Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for patient #2. Complaint summary: date: (B)(6) 2013, patient: #2, inratio: 2.8, lab: 5.0. Caller did not know the time between tests. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Pending investigation.